Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2009. The catheter would not reach negative pressures of 160-200 during priming. Only a pressure of 60 could be achieved. Another like device was used. Following the procedure, the patient experienced personal injuries, persistent vaginal bleeding, and chronic fatigue. The patient developed abdominal cramps and diarrhea and was treated on (B)(6) 2009 by her physician. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. There were no visual defects found. The catheter failed the leak test because it had two holes in the balloon. This one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-01007. The same patient is represented in each medwatch.